Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned with the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device would not function. Another device was used to complete the procedure. There were no adverse consequences to the patient. One device will be returned. No further information is available.